Event description:
Caller reported that the t: slim x2 pump battery would not charge, and a power source alert was detected in the pump history. There was no adverse impact to the customer¿s blood glucose level. The issue resolved on its own as the pump began charging again without any change in charging supplies, and the customer managed to reset the pump themselves. Technical support advised the customer to contact them if the issue recurs.